Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc.

Manufacturer narrative:
Medtronic complaint number: pe: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged outcomes attributed to the device is pain, infection, urinary problems, bowel problems, recurrence and dyspareunia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.